Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient to report that the patient had elevated blood glucose reading in the 300¿s mg/dl with symptoms of increased thirst and frequent urination. Reportedly, the subject insulin pump has not been delivered basal insulin since (B)(6) 2013. Troubleshooting revealed that the basal rate was recently changed per the patient¿s hcp. The time and date was set correctly. The advance feature was programmed accordingly. There was no product misuse. The animas representative advised the patient¿s mom to contact the doctor for a basal rate evaluation. It was also noted that the patient is going through puberty and hormonal changes, which could impact blood glucose. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy. Since use error and intentional misuse associated with the animas product could not be ruled out as contributor of the reported incident, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: pump information from date of incident as been overwritten. Testing was unable to confirm or duplicate the complaint during investigation. The black box begins on (B)(6)2014. Pump was used after original complaint dates; the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no alarms related to the complaint. The tdd¿s add up correctly and reflect the user's programmed basal rates. Pump successfully passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.